Manufacturer narrative:
(B)(4). The event description has been updated: the facility reported a colleague infusion pump of failure code 814:04. It is unknown when this condition occurred however it was known that it occured in the neonatal intensive care unit. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During the product evaluation at baxter, it was discovered that failure code 814:04 occurred during infusion which caused an interruption during delivery. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was that the air in line board was loose. The pumphead module has been replaced. Additional: a service history review has been performed and the device has not been serviced previously for the reported condition.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review has been performed and the device has not been previously serviced for the reported condition. A trend review has been performed and there have been similar reports made to baxter. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery. It is unknown when this condition occurred however, it was known that it occured in the neonatal intensive care unit. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During the product evaluation at baxter, it was discovered that failure cod 814:04 occurred during infusion which caused an interruption during delivery. No additional information is available. The user interface module master software version is currently unknown.